Manufacturer narrative:
The device was returned for evaluation. The sponge was caught in the seal, preventing a sterile seal on the packaging. This most likely was due to operator error during manual pouch loading. The root cause was manufacturing error. If any additional relevant information is identified it will be submitted in a supplemental report.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized seal failure".